Event description:
It was reported that a patient with an implanted lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) and an implantable ne urostimulator 97716 intellis pain experienced high impedance on electrodes 11, 12, and 14, with values of 26,040 ohms, 26,640 ohms, and 29,910 ohms, respectively. The patient had a fall, and a lead check x-ray revealed that the right lead had migrated from mid t8 to the top of t9. The patient was reprogrammed to anatomically match the new lead position following the migration.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [lead], model [977a260], s/n [(B)(6)] , revealed that the #3, #4 and #6 conductors were broken in the distal end of the lead. Analysis of the [lead], model [977a260], s/n [(B)(6)] revealed that the #4 conductor was broken in the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that both leads were replaced. The impedance post replacement were all within normal limits and green.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.